Event description:
It was reported to medtronic minimed that the customer experienced a stuck button alarm after the insulin pump was exposed to change in altitude. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed, removing and reinserting the battery cap did not resolve the issue, and the pump remained unresponsive. The customer was advised that the insulin pump would be replaced, instructed to discontinue use, revert to a backup plan per healthcare professional instructions, and place the insulin pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer's response was that the insulin pump will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with unresponsive keypad at the graph button. Unable to perform the self test due to unresponsive keypad. Pump was cut open to perform visual inspection and found severe moisture damage on the [keypad flex connector / pcba 1 j1, j2, j6, j7 / pcba 2 j1 / force sensor]. Swapped out case and successfully downloaded history files and traces. Test p-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, missing display window cover, minor cracked lcd display window, broken belt clip rails, and corroded battery tube. Unresponsive keypad was observed during analysis and confirmed due to severe moisture damage on the [keypad flex connector / pcba 1 j1, j2, j6, j7 / pcba 2 j1]. Exposure to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.